Manufacturer narrative:
The hill-rom tech found the siderail not latching due to the latch and spring having dirt and sticky stuff on it. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech removed spring and latch, cleaned the components, and center arm away to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the right head siderail is not latching in the up position. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).